Event description:
The clinical report indicates an infection occurred at level of a scar of a laparoscopic procedure. Subsequently, the band was explanted due to pouch dilation, reflux, and infection at the level of the band.